Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs freedom lite meter was reviewed and the DHR showed the fs freedom lite meter passed all tests prior to release. The clinical data and stability data for the freestyle strips were also reviewed, and data showed no anomalies or non-conformances. The available tripped trend reports were reviewed for freestyle strips and errc-14 for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported that she was unable to test due to receiving an unspecified error message on the display of her adc blood glucose meter. On (B)(6) 2020, customer further reported experiencing blurry vision and called for emergency services (911). The customer was transported to the hospital and diagnosed with hyperglycemia and hypertension. Furthermore, customer was admitted "for more than 2 to 3 days" and administered basaglar (long-acting insulin, dose unknown) by a healthcare professional as treatment. There was no report of death or permanent injury associated with this event.